Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of device / perforation / perforation (fallopian tube(s)) / failed essure and misplaced coil") in a 29-year-old female patient who had essure (batch no. B91738) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, upper respiratory tract infection and paratubal cyst. Concurrent conditions included gravida ii and parity 2. Concomitant products included diazepam (valium), hydrocodone bitartrate;paracetamol (norco), ibuprofen, ketorolac tromethamine (toradol), magnesium, multivitamins, plain, norethisterone (mini-pill), paracetamol (acetaminophen) and vitamin d nos (vitamin d). On (B)(6)2014, the patient had essure inserted. In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("abdominal pain/cramps"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), night sweats ("hormonal changes describe: night sweats"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), paraesthesia ("neurological conditions or problems type: tingling sensation in lower abdomen"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and back pain ("back pain"), was found to have weight increased ("weight gain / loss specify which one: weight gain") and underwent cyst removal ("surgery (other) type of surgery: removal of cyst"). The patient was treated with surgery (essure removal, salpingectomy (one side removal of fallopian tubes), tubal ligation). Essure was removed on (B)(6)2014. At the time of the report, the fallopian tube perforation, abdominal pain, depression, anxiety, migraine, headache, paraesthesia, fatigue, back pain and cyst removal outcome was unknown, the weight increased, night sweats, mood swings, hot flush and female sexual dysfunction was resolving and the dysmenorrhoea had resolved. The reporter considered abdominal pain, anxiety, back pain, cyst removal, depression, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hot flush, migraine, mood swings, night sweats, paraesthesia and weight increased to be related to essure. The reporter commented: other injury(ies) or complication(s) please describe: fimbriated portion of right fallopian tube. 2 coils visible each side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - on (B)(6)2014: left essure coil is slightly superior to the origin of the left fallopian tube with full opacification and free spillage of contrast into the pelvic cavity. Right fallopian tube occlusion.. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhoea. Most recent follow-up information incorporated above includes: on 24-jan-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- psychological or psychiatric problems condition: depression and anxiety, hormonal changes describe: night sweats, mood swings, hot flashes, apareunia (inability to have sexual intercourse), migraines / headaches, neurological conditions or problems type: tingling sensation in lower abdomen, dysmenorrhea (cramping), fatigue, pain, perforation (fallopian tube(s)), back pain, surgery (other) type of surgery: removal of cyst. Event perforation updated to fallopian tube perforation. Outcome of event weight increased updated. Onset date of event were updated. Reporter information, medical history, concomitant drug, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of device / perforation / perforation (fallopian tube(s)) / failed essure and misplaced coil") in a 29-year-old female patient who had essure (batch no. B91738) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, upper respiratory tract infection and paratubal cyst. Concurrent conditions included gravida ii and parity 2. Concomitant products included diazepam (valium), hydrocodone bitartrate;paracetamol (norco), ibuprofen, ketorolac tromethamine (toradol), magnesium, multivitamins, plain, norethisterone (mini-pill), paracetamol (acetaminophen) and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("abdominal pain/cramps"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), night sweats ("hormonal changes describe: night sweats"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), paraesthesia ("neurological conditions or problems type: tingling sensation in lower abdomen"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and back pain ("back pain"), was found to have weight increased ("weight gain / loss specify which one: weight gain") and underwent cyst removal ("surgery (other) type of surgery: removal of cyst"). The patient was treated with surgery (essure removal, salpingectomy (one side removal of fallopian tubes), tubal ligation). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, abdominal pain, depression, anxiety, migraine, headache, paraesthesia, fatigue, back pain and cyst removal outcome was unknown, the weight increased, night sweats, mood swings, hot flush and female sexual dysfunction was resolving and the dysmenorrhoea had resolved. The reporter considered abdominal pain, anxiety, back pain, cyst removal, depression, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hot flush, migraine, mood swings, night sweats, paraesthesia and weight increased to be related to essure. The reporter commented: other injury(ies) or complication(s) please describe: fimbriated portion of right fallopian tube. 2 coils visible each side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: left essure coil is slightly superior to the origin of the left fallopian tube with full opacification and free spillage of contrast into the pelvic cavity. Right fallopian tube occlusion.. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of device / perforation / perforation (fallopian tube(s)) / failed essure and misplaced coil') and pregnancy with contraceptive device ('36 weeks 4 days pregnant') in a 29-year-old female patient who had essure (batch no. B91738) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, upper respiratory tract infection and paratubal cyst. Concurrent conditions included gravida ii and parity 2. Concomitant products included diazepam (valium), hydrocodone bitartrate;paracetamol (norco), ibuprofen, ketorolac tromethamine (toradol), magnesium, multivitamins, plain, norethisterone (mini-pill), paracetamol (acetaminophen) and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("abdominal pain/cramps"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), night sweats ("hormonal changes describe: night sweats"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), paraesthesia ("neurological conditions or problems type: tingling sensation in lower abdomen"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and back pain ("back pain"), was found to have weight increased ("weight gain / loss specify which one: weight gain") and underwent cyst removal ("surgery (other) type of surgery: removal of cyst"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced food allergy ("allergy to shellfish") and urticaria ("hives"). The patient was treated with surgery (essure removal, salpingectomy (one side removal of fallopian tubes), tubal ligation). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, abdominal pain, depression, anxiety, migraine, headache, paraesthesia, fatigue, back pain, cyst removal, food allergy and urticaria outcome was unknown, the weight increased, night sweats, mood swings, hot flush and female sexual dysfunction was resolving and the dysmenorrhoea had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, anxiety, back pain, cyst removal, depression, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, food allergy, headache, hot flush, migraine, mood swings, night sweats, paraesthesia, pregnancy with contraceptive device, urticaria and weight increased to be related to essure. The reporter commented: other injury(ies) or complication(s) please describe: fimbriated portion of right fallopian tube. 2 coils visible each side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: left essure coil is slightly superior to the origin of the left fallopian tube with full opacification and free spillage of contrast into the pelvic cavity. Right fallopian tube occlusion. Pregnancy test urine - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received: newly added events- shellfish allergy, hives, pregnancy with contraceptive device, device ineffective. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration of device/perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/cramps") and weight increased ("weight gain"). The patient was treated with surgery to remove essure on(B)(6) 2014. At the time of the report, the perforation, abdominal pain and weight increased outcome was unknown. The reporter considered abdominal pain, perforation and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.